Manufacturer narrative:
(B)(4).

Event description:
Prior to being used on a patient, the anesthesia technician was checking the bronchocath by inflating the balloons when it was noted that the pilot balloon did not deflate fully. Multiple attempts were made to deflate it but the balloon remained partially inflated. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff inflation/deflation defects to reduce the potential for occurrence during the manufacturing process.